Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of the fenestrated bipolar forceps instrument broke, and a fragment fell into the patient's anatomy. The fragment was retrieved during the same procedure. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure without further issues. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that there was only one fragment, and it was retrieved during the procedure and confirmed by visual inspection. The surgeon was grasping tissue when the issue occurred. There was no report of post-surgical complications, and the patient has not returned to the hospital. The instrument did not collide with any other instruments or other hard materials. The fragment did not fall inside the patient during an instrument tip/accessory collision. The instrument was not removed during the procedure (prior to the breakage). The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not notice any other damage to the instrument after the event occurred. No images or video recordings were available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.183" x 0.603" was found to be broken off. The broken piece was returned. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis.